Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An opticross hd ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, opticross failed to produce an image after being used a number of times. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.